Event description:
It was reported that the physician assistant's vns programming tablet was receiving an "unable to open port" error message while attempting to interrogate patients. A new serial to usb adapter cable was used which resolved the issue. The vns programming tablet and serial to usb adapter cable have been received for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not report the external damage to the tablet as well as the serial adapter issue. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was also reported initially that there was some external physical damage to the tablet; that an internal piece of the usb connector on the tablet was physically coming out of the tablet, although this was not stated to be affecting performance. Analysis of the returned programming tablet and serial to usb adapter cable was completed. Analysis of the cable confirmed a broken lead at the db9 interface of db9 to usb serial adapter cable, which appeared to be stress-related. The damage to the tablet usb port was also verified. As a result, the tablet was unable to establish communication. The cause of this damage could not be determined.

Manufacturer narrative:
Suspect device UDI: (B)(4).